Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the lead was replaced to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's system was unable to enter MRI mode. Troubleshooting revealed high impedances on the lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.